Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a decrease in the remaining longevity, from 57% at the device check in (B)(6) 2021 to 16% currently. It was noted the patient had received an appropriate shock two days before the transmission in the remote monitoring system. Premature battery depletion was suspected. Normal device follow-ups were planned at this time. The field representative later reported that the device remains implanted and in service, with no date scheduled for a replacement. Approximately five months later, this device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a decrease in the remaining longevity, from 57% at the device check in (B)(6) 2021 to 16% currently. It was noted the patient had received an appropriate shock two days before the transmission in the remote monitoring system. Premature battery depletion was suspected. Normal device follow-ups were planned at this time.